Manufacturer narrative:
Covidien/medtronic reference number. The customer discarded the sample and did not record the lot number of the tube. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process. Complaint trends will continue to be monitored.

Event description:
It was reported that an intubated patient had "excessive leakage" the balloon cuff of the tracheal tube required very high pressures in order to insufflate. Ultimately the tube was exchanged due to the report of excessive leaks and it was reported there was no cuff failure or rupture observed. There is no report of serious injury or death associated with this event

Manufacturer narrative:
(B)(4). Sample will not be available because it was disposed of by the customer.